Event description:
Additional information was received that the patient's vns has been disabled for more than 6 months and the patient has now developed hypothermia (34 degree celsius) once again. It has been determined that the event is not vns related.

Event description:
It was reported to our country rep from a vns treating physician in (B)(6) that they had a vns pt who had three incidents of hypothermia with their vns. The vns was programmed off for six months and the events resolved after the first two events. The vns has been programmed back on and is being slowly titrated up. No pt medications were changed preceding the event. Prior to the events the pt's temperature was normal and during event was 29, 34.3 and 33.6 degrees celsius. The events were on: (B)(6) 2008, (B)(6) 2009, (B)(6) 2011. Prior to the onset of the event in (B)(6) 2011 the pt's therapy had been raised to 1ma output current. When the events occurred the first time the temperature normalized by itself. Second time the stimulator was programmed to 0,0 and the most recent time in feb the patient's temperature spontaneously returned to normal within a 24 hours.